Manufacturer narrative:
(B)(4). An 8f sheath was used. Per instructions for use, under indications for use, the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Evaluation summary: the device was returned for evaluation. The reported detachment of device component, failure to deploy needles and difficulty removal were confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would contribute to the reported event. The reported information and analysis indicate the cause was related to user technique and a failure to follow the instructions for use while in training. Based on the information reviewed, there is no indication of a product deficiency. Special patient population: the safety and effectiveness of the prostar xl device have not been established in patients with introducer sheaths less than 8.5 to greater than 24f during the catheterization procedure, patients with femoral artery calcium, which is fluoroscopically visible at access site. It was reported that the access site was mildly calcified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a prostar after an interventional procedure. Reportedly, there were problems fitting the barrel of the device into the vessel. The physician used his finger to push the tissue in the puncture-channel away and he also felt heavily scarred tissue. Once the puncture-channel was well prepared, the prostar xl could be further advanced until blood flow from the marker lumen was seen. He then proceeded to pull the needles. There were only three needles visible. The x-ray control showed that one needle was deflected. A needle back down was done successfully. During the subsequent removal of the prostar, the system broke at the upper end of the needle exit area (in the area of the metal-ring) into two pieces. The prostar xl sheath could not be removed from the groin, the sheath had to be surgically removed from the groin. A 8fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the prostar device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.